Event description:
It was reported via the impact study a patient experienced an infection approximately three days after the study device, impella 5.5, was explanted; medication was administered. Per the study report there was an increased infection parameter and no signs of cause yet known. Urine sample was tested and most likely pleura empyema infection. However, before a diagnosis was determined, the patient (unknown age, race and ethnicity) had discharged himself from the facility. No further information was provided. The event was deemed possibly related to the impella and surgical procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 manufacturing site name and address was revised to reflect the correct site on manufacturer device report number 1220648-2025-25848.